Event description:
It was reported that during a percutaneous transluminal coronary artery stent procedure while advancing the stent to a lesion distal to a previously implanted stent. The device met resistance and during removal of this delivery system the stent separated. Unsuccessful attempts were made to place a balloon inside the separated stent, but this pushed the stent further distal. No further attempt was made to remove/deploy and the pt was sent for surgery to remove the stent. The pt is reported to be doing well.